Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the pk dissecting forceps instrument would not respond to the surgeon's movements in the console during a da vinci hysterectomy procedure. Several troubleshooting maneuvers were done including reseating the instrument and the cassette drape to the instrument arm. A backup instrument had to be opened and the planned procedure was completed. No fragments fell into the patient. No patient harm, adverse outcome or injury was reported.